Manufacturer narrative:
Additional product code: gei. Investigation summary: the complaint device was received and evaluated. Visually, the device seems worn as expected, rust is evident, more excessively on the pedals. Visual nicks, and scratches were observed, indicating heavily usage in the field. Via functional testing the complaint device was connected to a test generator. Default settings were present, indicating the device was recognized by the generator. By using a test electrode, the complaint device was activated. The coagulation pedal as well as the ablate pedal did not function. Therefore, this complaint is confirmed. During evaluation, the pedals were disassembled and visual observation revealed excessive corrosion at the contact points on both the coagulate and ablate pedals. Hence, impairing the functionality of the device. It is likely that wear and tear is another contributing factor due to the age of the device being approximately nine (9) years old. Furthermore, a manufacturing record evaluation was performed for the finished device lot number (0912013), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a knee arthroscopy the vapr 3 footswitch did not ablate or coagulate. The case was completed with another like-device with no patient harm or delay. The device is being returned for evaluation. This report is for a vapr 3 footswitch. This is report 1 of 1 for (B)(4).